Event description:
It was reported that the lead integrity alert triggered due to high impedance and noise oversensing. It was further reported that the lead was fractured. Because of this the therapies were programmed off in the device. The patient and physician will reassess in 3 months the options for replacing the lead. The lead remains implanted at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 15:00:07 and (B)(6) 2011 21:00:07. Daily pace impedance trend data shows varying impedance and an abrupt increase for ventricular pace bi impedance= 475 to 2660 ohms peak between (B)(6) 2011. Ventricular short interval count v-sic=7.9 counts avg/day, in 2.92 days, between (B)(6) 2011 09:30:34 and (B)(6) 2011 07:29:38. One - patient alert for lead failure predictor on (B)(6) 2011 18:47:55.